Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reports having difficulty moving. The patient reports being unsure of the cannula was inserted at the pod infusion site. In addition, the patient reports the pods cannula was found to be bent. Once at the hospital the patient was placed in the intensive care unit and was treated with insulin. The patient received their dialysis treatment while being in the hospital. The patient remains in the hospital at the time of this call.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition, it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Also, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6.